Event description:
According to the reporter, during rygb (roux-en-y gastric bypass), a few firing in the first 5 minutes, the dissector's jaw movement was not proper and it kept getting stuck when closed. The dissector was being applied on a tissue when the event happened and the tissue got caught on the jaw. The surgeon had to press the lever multiple times to make the jaw open. The knife blade did not protrude beyond the edge of the jaws. The device was replaced with another one to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found that the tissue ingress in the jaws caused it to be difficult to open and close. Once the tissue was removed the device resumed proper function. The device was tested using a test lab battery and generator. The assembled device turned green and produced the startup tones. Full functionality was confirmed by activating the dual mode energy button with the clamping jaws open. The device was found to function normally and within specifications. It was reported that the device was caught on tissue, and the jaws of the device were difficult to open. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: keep the jaws clean during use. Build-up of eschar and tissue may reduce the effectiveness functions and cause abnormally high temperatures at the distal end of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rygb (roux-en-y gastric bypass), a few firing in the first 5 minutes, the dissector's jaw movement was not proper and it kept getting stuck when closed. The dissector was being applied on a tissue (small intestine) when the event happened and the tissue got caught on the jaw. The surgeon had to press the lever multiple times to make the jaw open. The knife blade did not protrude beyond the edge of the jaws. The device was replaced with another one to complete the procedure. There was no patient injury.